Event description:
On (B)(6) 2011, the patient experienced stenosis at the left internal carotid artery (ica). The penumbra system reperfusion catheter 041 was used to aspirate the clot in the middle cerebral artery (mca). The aspiration procedure was successful (tici score iii). The procedure was completed without treatment for the stenosis in the ica. The physician did not have any problems with the procedure. On (B)(6) 2012, the paralysis of the patient worsened. A contrast run showed poor definition of the anterior communicating artery (aca). There was probably a clot at the ica caused by a peripheral embolism at the aca. Several days later, the previously opened region of the mca showed evidence of reinfarction. On (B)(6) 2012, the patient's condition was reported as worsening paralysis and a bedridden state. This event is related to the penumbra system in that the penumbra system was passed over the area of stenosis in the ica during the procedure. The aca was occluded by emboli likely originating from the stenosis in the ica. Therefore it cannot be determined whether or not the penumbra system caused the distal emboli from the stenosis in the ica. The physician commented that "he did not scatter the clots by penumbra system". He did not consider the aca reinfarction related to the pneumbra system. He also said that he feels he should have put a stent across the stenosis in the ica before using the penumbra system.

Manufacturer narrative:
Emboli is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Devices disposed of by hospital.